Event description:
Complainant alleged that while attempting to defibrillate a patient, the device reportedly was unable to obtain an ECG signal or the electrodes were unable to adhere to the patient. The complainant stated that there was no further information available to clarify the nature of the complaint. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the device was removed from service, and the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.